Event description:
The customer reported that the control functions wouldn't access. The iris coned down to very tiny eye, and they were unable to save or recall images. Later they were able to save or recall images.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.